Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient with this right atrial (ra) lead underwent a procedure to implant an epicardial left ventricular (lv) lead. The device was subsequently interrogated and exhibited out of range ra impedance measurements and noise. This was suspected to be due to electromagnetic interference (emi). It was noted via chest x-ray that the lead did not have any slack. Additional information was requested from the field, but no additional information was available. The lead remains in service. No adverse patient effects were reported.